Manufacturer narrative:
H10: the customer reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not responding correctly on the bottom half of the touchscreen (calibration did not correct the issue). The rse recommended replacing the touchscreen, and provided the customer with the part number for the touchscreen.